Event description:
Cauterizing base of tonsils for bleeding using hand control electrosurgical pencil with disposable stealth ER electrode which caused yellow flame (spark & smoke) removed no injury to pt or md.